Event description:
The customer reported to philips healthcare that the heartstart xl+ defibrillator/monitor failed to deliver shock while using the simulator. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.